Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black tiny fm was in the sealing part of the package.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs provided. Bd received one unused sample in the original unopened packaging. Three photographs were also submitted which displayed different views of the top or bottom webbing with the foreign matter. Upon the initial inspection of the unit, foreign matter was observed. The foreign matter was inspected to see if it was embedded in the packaging. The foreign matter easily rubbed off the webbing which indicated that the foreign matter was no inside of the closed package. The reported issue was confirmed. However, a root cause could not be identified as the foreign was on the outside of the packaging. It could not be confirmed through our investigation when or how the foreign matter was introduced to the outside of the unit package. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black tiny fm was in the sealing part of the package.